Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no valid lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with an unspecified mentor tissue expander and experienced deflation on the right side post-operatively. As a result, the patient underwent removal on (B)(6) 2021. The device serial number was reported as (B)(4); however, this serial number is not recognized as a mentor device. As a result, no manufacturing record evaluation (mre) can be performed. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
On aug 11 2021, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during the visual evaluation of the tissue expander, the tear was not identified. As a result, leak testing was performed in accordance with mentor procedures, and a tear was identified at the 6 o¿clock position. When evaluated under a microscope, the tear pattern did not reveal parallel striations that are consistent with markings made by a sharp instrument. The results also confirmed that there were no abnormalities with the manufacturing of the tissue expander that would have impacted its performance. Therefore, we were unable to identify the root cause of this tear. While deflation is historically the most common complication related to tissue expanders, the rate of deflation with mentor® tissue expanders remains very low. An incident of this nature may be the result of one or more of the following factors: over-inflation of the tissue expander, use of the tissue expander in emerging surgical techniques not identified in the instructions for use (IFU), continuous and sustained stresses to the tissue expander, vigorous body movement (e.g., physical exercise) or excessive manipulation/ trauma in the region of the expander. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, additional information was received identifying the device as a artoura breast tissue expander(lot number 9361881, catalog number smxp130rh). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).